Manufacturer narrative:
The reconstruction of the course of the event with products of the same type did not identify the malfunction or the root cause. Requests at the customer to obtain additional information are open at the date of this report. Based on the current knowledge of the course and the investigation of products of the same type no measure are required. The area between the u-profile/fork of the trolley where the nurse was located is usually covered by the docked table top or needs to be kept clear in order to fit the transporter onto the table column to be able to perform a table top transfer. None of the inspected trolleys (several variants) showed sharp edges at the fork which could cause incisions. There is an inherent risk due to the mass of the table top trolley when it is moved. A collision with a person or its extremities (with the fork) may cause a bruise, a graze or on a hard strike even a laceration. The benefit of the product is considered to be exceeding the risk.

Event description:
Customer stated that a nurse suffered an incision wound at the heel (no detailed description of the injury available) while pushing the table top trolley and being located within the u-profile/fork of the trolley. The guiding fork (u-profile) was pushed against / stroke the heel and caused the injury. The injury required medical intervention. (B)(4).